Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported elevated ldh as well as a specific cause for the patient¿s suspected infection could not conclusively be determined through this evaluation. Also, although power and flow elevations were confirmed via the submitted log files, a specific cause for the elevations could not be determined. The account communicated that the patient had elevated ldh of 1513 with an upward trend since 06aug2019. The patient was admitted for sepsis from his pd catheter and subsequently had an all-body diffuse vesicular rash. The patient¿s ldh further increased to the 3000¿s but her power and flows were believed to be within normal limits. The account reportedly suspected infection as the source of the patient¿s elevated ldh. Additional information was requested, but not provided. The submitted log files contained data from 31jul2019 ¿ 18aug2019 and from 10sep2019 through 19sep2019. The log files captured multiple power elevations up to 10.7 watts. Corresponding elevations in calculated flow were recorded during power elevation events up to 12.0 lpm. The majority of the power and flow elevations occurred during pi events. No other atypical events or alarms were captured. The actual speed remained above the low speed limit and the pump appeared to be functioning as intended. A correlation between the power/flow elevations and the reported events could not conclusively be determined. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists hemolysis, local infection, and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient's vital signs are stable. However, the patients ldh increased to 3000s and plasma free hemoglobin increased. The cause of the elevated ldh was reported to be a suspect infection.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was admitted due to elevated ldh. Log file analysis noted a few power and flow elevations. No further information was reported.